Event description:
During follow-up, interrogation of the device was not successful. A magnet was applied and the device was observed to not be pacing in the pacemaker dependent patient with a junctional rhythm at 30 beats per minute. Device replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device. The patient was in stable condition.